Manufacturer narrative:
The lot number is unknown for this complaint. The following are the presumed lot numbers, manufacturer dates and expiration dates. 1) lot # 150619/ manufacturer date 06-19-2015/ expiration date 05-31-2018 2) lot # 150624/ manufacturer date 06-24-2015/ expiration date 05-31-2018. H.6. - results = 3221 is based on the actual sample; 213 is based on the retention samples evaluated. H.6. - conclusions = 77 is based on the actual sample; 71 is based on the retention samples evaluated. The actual device was not returned to the manufacturing facility and the lot number is unknown. Therefore, the investigation was based upon evaluation of user facility information and retention samples of the presumed lot numbers stated above. Visual inspection did not find any anomalies which would relate to a gas leak or insufficient gas transfer performance. The retention samples were tested for gas transfer performance by circulating bovine blood in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 6l/min. And 4l/min. No anomalies were revealed in the gas transfer performance of the retention samples, with the obtained values meeting the factory specifications. The perfusion record was reviewed as follows: 1) the patient's height is 180cm, weight is 137 kg and bsa is 2.51m2. 2) at 11:18 cpb was initiated under the circulation condition of blood flow rate of 5.5l/min, gas flow rate of 4.5l.min and fio2:100%. 3) at 14:15, pao2 was found to have decreased down to 87mmhg. At 14:30, pao2 was found to have increased up to 408mmhg. 4) the rectal temperature was 35.2c-degrees at the lowest during the procedure. A review of the device history record and product release decision control sheets of the presumed product/lot# combinations was conducted with no relevant findings. A search of the complaint file found no report with the presumed product code/lot# combinations. The investigation result verified that the retention samples did not have any anomalies which could lead to the reported insufficient gas-exchange. Although the exact cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported insufficient gas-exchange in the fx25 capiox device. Follow up communication with the user facility confirmed the following information: during cardiopulmonary bypass the oxygenator had to be changed out after two and half hours due to low po2; the product was changed out and discarded after the case; there was approximately 20 second delay; white clots were noticed in the reservoir; the surgery was completed successfully; blood loss was reported to be 300cc; and it was reported that the patient expired; and it was reported by the customer that this was a high risk surgery and should never have been attempted.